Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed battery out limit. The customer's blood glucose was 152 mg/dl. Troubleshooting was performed and the customer stated she had removed the battery to stop the device from alarming motor error. Customer was advised the battery out limit was normal pump behavior since the battery was out for an extended period of time, nine hours. Troubleshooting was then performed for the motor error alarm. Customer stated the device had also alarmed motor position encoder error. The customer was advised to discontinue use of the device, revert to her back up plan, and the device need to be replaced. Customer declined replacement device and is not returning the device for analysis.